Manufacturer narrative:
(B)(4).

Event description:
The customer reports the PICC leaking at the extension line hub.

Event description:
The customer reports the PICC leaking at the extension line hub.

Manufacturer narrative:
Qn# (B)(4). The customer returned a used 2-lumen PICC catheter for investigation. The distal end of the catheter body was separated and not returned. The catheter body appears to have been intentionally cut and therefore will not be a part of this investigation. Visual examination of the catheter revealed the proximal luer hub was separated from the proximal extension line adjacent to the distal base of the hub. Microscopic examination revealed that the point of separation on the proximal extension line was rough and jagged, indicating excessive force caused the breakage. The inner and outer diameter of the extension line were measured and were found to be within specification. This indicates there is no issue with the wall thickness of the extension line. The distal line was functionally tested for leaks by flushing water through it using a lab inventory syringe. No leaks or blockages were detected. A manual tug test confirmed the distal extension line was fully secured within the luer hub. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The customer report of a separated extension line was confirmed by complaint investigation of the returned sample. The proximal extension line was separated adjacent to the luer hub. Microscopic examination revealed that the point of separation on the proximal extension line was rough and jagged, indicating excessive force caused the breakage. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.